Manufacturer narrative:
Fault description: the retaining ring and the cover plate of the ball bearing have come loose. These components rubbed against the bearing sleeve, causing it to overheat. The fault is most likely due to a lack of maintenance and/or care of the product.

Event description:
Doctor was removing wisdom tooth using handpiece. When he went to lower right side, he noticed that the patients lip turning red. Handpiece lower portion that engages the drill was overheating and burnt patients lip.